Event description:
During hysteroscopic myomectomy, it was noted that the wire loop electrocautery electrode broke off, and given the bleeding from the resection, it was unable to be recovered. Dates of use: (B)(6)2010 - (B)(6)2010. Diagnosis or reason for use: hysteroscopic myomectomy. Event abated after use: no.